Event description:
Device 1 of 3. Reference MFR. Report #3006705815-2017-01673. Reference MFR. Report #1627487-2017-07523. Follow-up identified the patient completed antibiotic treatment and the issue subsequently resolved.

Manufacturer narrative:
Sterilization process review has been requested. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#3006705815-2017-01673. Reference MFR. Report#1627487-2017-07523. It was reported the patient's wound/ incision sites developed infection due to diabetes. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire scs system was explanted due to the issues.